Event description:
It was reported that the lead shield attached to the machine is shattered. No injury reported. A field engineer was dispatched to the site and the aws x-ray shield was replaced. Once this was completed the system was working as intended.